Event description:
It was reported that a pocket infection occurred. A bacterial culture was positive for staphylococcus epidermidis. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addr01g implantable pulse generator (ipg), implanted: (B)(4) 2002; 4068 implantable pacing lead, implanted: (B)(6) 2002, (B)(4).